Event description:
Information received does not address the patient's clinical status but notes that a transtelephonic monitor observed aai pacing instead of the programmed ddd. When seen in the clinic, interrogation also found the device in aai mode. Programming to vvi was successful, but magnet appli- cation caused the device to revert to aai mode. The same happened after a microprocessor restart and a download. Subsequently, the device was replaced.